Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient had complaints on pump and tip length. Device was removed and replaced. The patient didn't like the feel of the otr pump. It still was inflating and deflating properly. The length of the cylinders were a little short which was one of the patient's complaints. The device isn't available for return.